Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues accuracy could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that unspecified bd infusion set was occluded. The following information was received by the initial reporter with the following: it was reported by customer that medication was program to run 150ml per hour on a low rate. After 4 hours nurse check patient and noise the medication never infuses.